Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation noted fraying at the ends of the tensioning (white) suture. The most likely cause is attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during an arthroscopy the insertion thread (suture tape) was torn off when the graft was pulled in. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.